Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was the device was physically damaged and the reprocessing deviated from the instruction manual. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that water tightness was lost due to damage on the up and down knob. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive on the bending section cover had a crack and a white-clouded area due to physical or chemical stress. It was also observed that the plastic distal end cover had a dent due to handling. It was observed that the connecting tube had buckling due to a handling issue. Additionally, it was observed that the connecting tube had a wrinkle due to chemical stress. Lastly, it was observed that the paint on the suction cylinder was peeled due to handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, connecting tube, switch 4, image guide protector and on the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope had an air/water leakage from the body control unit. Upon device return and evaluation, it was observed that foreign objects were clogging the nozzle which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.